Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The creatinine reagent lot number was 928771. The field service engineer (fse) found significant sodium hydroxide (naoh) deposits in the sonic wash unit. The fse removed the deposits, and the issue was resolved. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffe gen.2 assay on a cobas c 503 analytical unit. Initial result: 234 mol/l. The initial result was inconsistent with the patient's clinical picture, prompting the repeat of the sample twice. 1st repeat result: 51.4 mol/l. 2nd repeat result: 50.9 mol/l. The repeat result of 50.9 mol/l was deemed to be correct.

Manufacturer narrative:
The creatinine reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.